Manufacturer narrative:
Section a: patient information has not yet been provided by the site. Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a broken connection port.

Manufacturer narrative:
Section d4: expiration date was inadvertently populated in the initial report for a reusable medical device. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of a broken connection port was confirmed via evaluation at the service depot. Visual inspection of the returned heartmate power module (serial number (B)(4)) revealed the top housing surrounding the left ventricular assist device (lvad) port was damaged. The top housing assembly was replaced, and preventative maintenance was performed. The unit underwent functional checkout, and all applicable tests passed. The power module was returned to the customer site. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU section f - "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿, explain how to properly care for all the equipment to prevent damage. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.